Event description:
Cement should be packed separately between inner and outer package ,but it was sealed together.

Manufacturer narrative:
Product complaint # (B)(4). No 510k as device is not marketed in the united states under this product code, but the same/similar product is marketed in the us under a different product code. Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form ¿ powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the circulating and scrub nurses detected the deficiency while the product was unpacked.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the physical product was not returned, however photos were provided for review. After photo review the complaint can't be confirmed depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.